Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified basilic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.